Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
Section d10: concomitant products. Ps tibial inserts sz 2, 9mm (cat# 204-22-09 / serial# unknown). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eighteen years post initial right tsa, the 66 y/o female patient was revised due to poly flaking and delamination, patella mal tracking that required a new patella and trimming/clean up of the effected bone. Patient was revised to exactech devices and patella and liner were exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of patella wear and tibial insert deformation. The reported patella mal-tracking could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing or user-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, or complete product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.